Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) units had unexpectedly shutdown and the screen had gone black, the unit was hard rebooted at that time the screen was on and the balloon was activated but the unit had alarmed a loud high pitched sound and then proceeded to stop working.

Manufacturer narrative:
Nurses paged perfusion overhead as the iabp console had suddenly stopped working and the screen had gone blank. Upon arrival, I witness the same phenomenon. The nurses had done a hard reboot and 2 minutes after the long reboot the screen was on and the balloon was activated but a loud high pitched alarm sounded and the iabp stopped working. Both batteries were at full charge, and the console was plugged in. No water could be found around the machine. Uohi code: 62452 (for balloon console) no response or information has been provided, the complaint will be closed and in the event new information and/or device was to become available, this record will be reopened and updated /investigated.

Event description:
N/a.